Event description:
It was reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. The caller did not provide any information on whether there was an impact on blood glucose levels. Technical support advised the caller on how to properly press the button and assisted in removing the pump from its case. Despite these efforts, the issue persisted, so technical support decided to replace the pump. The customer was advised on the procedures for returning the device and keeping insulin delivery uninterrupted using the current pump until a replacement arrives.